Event description:
In 2008 at 9:59am (pst), the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is reverting into the setup mode. The patient indicated that the reported issue began on the same day at 11:30am. The patient did not take any action in regards to diabetes treatment at the time of concern. The patient developed symptoms described as "weak, tired, and shaky" sometimes after the reported issue began. The patient was not tested with another meter and did not require medication intervention. She did not take any action in regards to diabetes treatment. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, time and date of symptoms, food intake, recent changes in diabetes medical regimen, and testing frequency. During troubleshooting, the customer care advocate verified that there was no meter trauma, the battery was not reseated, and issue was resolved with training. This complaint is being reported because the patient claimed she experienced symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.